Event description:
Surgeon removed 3 screws from pt's foot on (B)(6) 2011. Date of original surgery is unk. Surgeon reports pt healing has been achieved, and pt is complaining that the hardware is now causing irritation to the plantar area of the foot. No revision hardware to be implanted. This the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.